Manufacturer narrative:
Correction: incorrect decision made and product is erroneously reported. Supplemental sent to indicate there was no allegation against the produ CT. Results of device analysis, if available, would not be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the legacy programmer was used for procedure.

Event description:
It was reported that the programmer displayed incorrect pacing information on the quick look screen during interrogation of the impl antable pulse generator (ipg). It was noted that the total ventricular pacing (vp) percentage on the quick look screen was displayed as 0%, while the rate histograms showed a total vp of 99.2% in ventricular-only pacing mode based on single-ventricular events. A m ismatch was observed between the vp percentages displayed on the quick look screen and the rate histograms. The discrepancy between these two data sets was significant and considered potentially misleading. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.